Manufacturer narrative:
(B)(4) - captor valve leaks are not labeled. Event is still under investigation.

Event description:
A pt became hospitalized due to strong pain in toe. He underwent amputation of toe following aaa repair on (B)(6) 2011 under general anesthesia. The pt's anatomical form was suitable for endovascular repair. Coil embolization of the left internal iliac artery was performed first. Leakage from the captor rotator of the mainbody delivery system was observed when flushing at the preparation, but the physician used the device for the procedure. During procedure, blood leaked from the rotator and the gap of the gray cap. After placement of a mainbody and two iliac leg grafts, type ii and type IV endoleaks were confirmed. However, the physician decided to take a wait and see approach and complete the evar. Then, after he confirmed that the blood leakage was stopped and blood flow to the lower legs, performed amputation of the third left toe and completed whole procedure. The pt was taken to the ward. Vital activity was stable although he complained of lower back pain and abdominal pain. The pt expired. The physician stated: bleeding or aneurysm rupture was unlikely. Possible causes of death were acute chronic renal failure, exacerbation by massive transfusion due to hemorrhage, electrolyte abnormality, cardiac infarct, apoplexia cerebri and etc. Better fluid control might have helped the situation after the procedure. An autopsy was not conducted.